Event description:
The customer reported to beckman coulter (bec) that a 10 ml of clear fluid was leaking from the coulter lh 500 hematology analyzer. The customer was unable to determine source of the leak. The leak was not contained within the instrument. A "diluent comparison out of range"¿ error message was recovered in connection with the leak. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. Controls were run before this incident and there were no patient samples associated with the reported event. No erroneous results were generated in connection with this incident.

Manufacturer narrative:
Beckman service call was canceled by the customer, who indicated that they were able to correct the reported leak. Per phone conversation with the customer on (B)(4) 2013, tubing through ff42 (feed through fitting) had popped off and the customer reconnected the tubing, re-primed the instrument several times and resumed operation. The customer confirmed the leaking fluid was a diluent and the leak was related to a tubing issue. The customer did not provide any other details. The customer also indicated the instrument was verified as operational. The failure mode was related to top tubing through ff42 which became disconnected. However, the instrument recovered a "diluent comparison out of limits" error, which alerted the operator to an instrument problem. Beckman coulter internal identification number for this report is (B)(4).